Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes section d9: date returned to manufacturer: jul 15, 2021 section d9: returned to manufacturer: yes device evaluation: the dcb00 product was not returned in its original package. Visual inspection using magnification was performed to the returned sample which the plunger and pushrod was observed partially advanced and in good condition. The pushrod was observed in its correct orientation. Residues of viscoelastic material were observed on cartridge. The cartridge tip was observed damaged, deformed and crack. The lens was observed stuck in cartridge and both haptic was observed at folded position. It was too hard to remove the lens from the cartridge to address the lens damaged condition reported. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepared for surgical process. The complaint issue reported could not be verified. There is no indication of a product malfunction or quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing process record was evaluated, and no discrepancies were found during the mrr (manufacturing record review) related to this complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that no additional complaint was received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) would not advance, the lens looked bent. The issue was noticed during handling of the device. No further information was provided.